Event description:
A report was received that the patient's stimulator was fully charged when it stopped functioning and the remote control (rc) could not communicate with the ipg. The patient was having difficulty charging the ipg out of hibernation. The patient also reported that his skin became raw and was seeping due to excessive charging with the adhesive patches. The patient applied neosporin bandage and the site was healing. It was noted that the patient had an electromyography (emg) performed about one foot away from the ipg before the issue occurred. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132(sn:(B)(4)) the complaint was confirmed. The device could not be charged nor linked even after three charging attempts. The battery wouldn't take a charge and had zero voltage. However, after substituting a known good battery, the device regained functionality and passed all the required test. During analysis, the battery was accidentally shorted for a couple seconds while measuring its internal resistance. Since then the ipg was able to fully charge and discharge the battery without any anomalies. The contents of the memory was downloaded and the battery profile indicated that the device battery voltage dropped from 4.0 volts to zero instantly. The source of the sudden battery depletion was unknown. The sudden drop in voltage couldn't be replicated.

Event description:
A report was received that the patient's stimulator was fully charged when it stopped functioning and the remote control (rc) could not communicate with the ipg. The patient was having difficulty charging the ipg out of hibernation. The patient also reported that his skin became raw and was seeping due to excessive charging with the adhesive patches. The patient applied neosporin bandage and the site was healing. It was noted that the patient had an electromyography (emg) performed about one foot away from the ipg before the issue occurred. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively.